Event description:
It was reported that during the implant procedure, the device showed high atrial lead impedance, at greater than 3000 ohms. The lead was repositioned, with the impedance still variable, at greater than 3000 ohms. The lead was thoroughly cleaned, tested, and reused. The physician requested a new device, as they were unsure where the "connection failed." There were no reported patient complications.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported field experience of anomalous atrial lead impedance measurements. The cause was found to be a fractured solder joint on the atrial ring connection.